Event description:
Customer reported a patient sample typed a positive on the echo with both anti-d reagents ( 1+). The sample was run in tube using anti-d4, but a different lot than on the echo, and it tested negative.

Manufacturer narrative:
In-house donor samples of known d types were tested with retention anti-d series 4, lots 504698 and 504700 and anti-d series 5, lot 505548 on an in-house echo. The expected reactivity pattern was observed with all samples tested. The returned samples were rimmed with applicator sticks and checked for clots - none were observed in the submitted samples. The returned samples were tested with retention anti-d series 4, lots 504698 and 504700 and anti-d series 5, lot 505548 on an in-house echo. The sample historical type (a negative) was confirmed. The customer states that they do not routinely check their samples for small clots. The possibility of sample integrity could not be eliminated, as a possible cause for the initial positive reactions noted by the customer.